Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) MFR the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 system shut down during a procedure. Hand-cranking was used to maintain blood flow until the system was replaced and the procedure was completed without further issues. The pt later expired but it was reported that the death was most likely related to the pt's condition going into the procedure and not caused by the reported issue with the equipment. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 system shut down during a procedure. Hand-cranking was used to maintain blood flow until the system was replaced and the procedure was completed without further issues. The pt later expired but it was reported that the death was most likely related to the pt's condition going into the procedure and not caused by the reported issue with the equipment.